Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient reported chronic infection, chronic pain and suffering, nerve damage and adhesions. The patient reported losing feeling and the use of legs following implantation. It was reported that the device remains implanted. Additional information has been requested.